Event description:
It was reported that the customer experienced a blood glucose (bg) level of 70 mg/dl. Customer required assistance by emergency medical technicians; however, "caller did not provide what the 3rd party assistance was." Tandem technical support (cts) performed a full system check and determined the customer had manually given correction boluses in conjunction with control software delivering an extra automatic correction bolus due to not having an active sleep schedule programed. Cts reviewed all finding with the customer and determined the pump has been functioning as intended. Customer continued to use the pump for insulin therapy. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." Per the tandem user guide: ¿the control-iq technology sleep range is targeted during scheduled sleep times and when sleep is manually started (until it is stopped). During sleep, control-iq technology will not deliver automatic boluses."